Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was using insulin faster than every two days, which created a shortage of infusion sets before the next shipment, and that several teflon infusion sets were bent and damaged, prompting a switch to a steel cannula infusion set due to scar tissue. Symptoms included hyperglycemia with cause unclear. Outcomes included troubleshooting and education without alerts or alarms, and no hospitalization. Investigation included case assessment and user education regarding infusion set use and supply management. Investigation of this case revealed infusion set performance concerns consistent with bent teflon cannulas and site issues in the presence of scar tissue, with a transition to an alternative set type to improve reliability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.